Manufacturer narrative:
Analysis of the implantable catheter (serial # (B)(4)) identified no anomalies, the catheter was patent, and passed pressure leak testing. The catheter was returned in segments. H6 - eval code-method (B)(4) no longer applies. Eval code-result (B)(4) no longer applies. Eval code-conclusion 11 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6 - eval code-method 4114 no longer applies. Eval code-result 3221 no longer applies. Eval code-conclusion 67 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the collet from the catheter and portions of the catheter were cut. The hcp decided to cut more of the catheter that he believed may have been causing the issue. There were no further complications reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving gablofen (500mcg/ml at 110.25mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had pooling of fluid near the site of catheter insertion and near the pump pocket. No environmental, external, or patient factors were reported to have caused this issue. The patient had imaging performed that showed the fluid built up. Exploratory surgery was performed on (B)(6) 2018 to determine the reason for the fluid that was pooling. The first incision was made in the back, near the site of the catheter placement in the intrathecal space. The collet appeared to be connected properly, but the hcp decided to replace this portion of the catheter. The second incision was made into the pump pocket. The connection to the pump appeared to be set correctly and no changes were made at this location. The issue was resolved and the patient was "alive - no injury". The dose was reduced to 89.95mcg/day after the surgery was performed. There were no further complications reported at this time.